Manufacturer narrative:
(B)(4). Batch #: r57h75. Device analysis: the analysis results found that a gst60d device was returned inside its package unopened. Upon visual inspection, it was noted that the cartridge pan was found dislodged causing that the driver out of position. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the reload was broken in two pieces inside the sterile package. A second like reload was used to complete the procedure. There were no patient consequences reported.